Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was 80% deployed and an angiogram revealed the valve to be at 0-1 mm. The valve was attempted to be recaptured, however, the handle was accidentally rotated the wrong way and the valve was deployed instead. The valve was at -1 or -2 on the non-coronary cusp with moderate paravalvular leak (pvl). A second transcatheter bioprosthetic valve was implanted valve-in-valve and reduced the pvl to mild. No adverse patient effects were reported.

Manufacturer narrative:
Reportedly the user incidentally rotated the dcs handle and deployed the valve instead of recapturing the valve. This resulted in a valve that was positioned to high, which most likely resulted in the reported pvl. The issue was successfully resolved through implant of a second valve. Per the evolutr IFU, the deployment knob should rotate in the opposite direction of the arrows to recapture the valve. A partially recaptured valve can be repositioned or fully recaptured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.